Event description:
The customer had received a blood result on the contour meter of approximately 410mg/dl. He re-tested his blood on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were returned for evaluation. Replacement test strips and meter were sent to the customer.